Manufacturer narrative:
Additional information: the implant was explanted on (B)(6) 2019 due to skin necrosis close to the implant site. The explanted device received at cochlear on july 24, 2019.

Manufacturer narrative:
The device was explanted due to infection and implant extrusion. The device passed all electrical tests confirming correct device function. This report is filed on august 28, 2019.

Manufacturer narrative:
This report is submitted on june 11, 2019.

Event description:
Per the clinic, the patient experienced device extrusion and infection, resulting in the decision to explant the device on (B)(6) 2019. It is unknown if the patient has been reimplanted as of the date of this report.